Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No spi to motor pic communication error alarm noted. The device had minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed spi to motor pic communication error. It was reported that the insulin pump also experienced a off/no power without low battery indicator error. Customer's blood glucose reading was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).